Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a physical exam and magnetic resonance imaging and subsequently diagnosed with a ruptured left breast implant. As a result, the patient underwent removal and replacement on (B)(6)2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-01393 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a physical exam and magnetic resonance imaging and subsequently diagnosed with a ruptured left breast implant. As a result, the patient underwent removal and replacement on (B)(6)2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-01393 for the contralateral event.

Manufacturer narrative:
On february 15, 2022, the mentor analysis lab received the medical device for evaluation. On february 24, 2022, mentor received additional information. It was reported that the patient also experienced capsular contracture associated with the left breast. Date of implantation: (B)(6) 2006 baker grade rating: iii. Replacement device was reported as a 400cc mentor memorygel breast implant. An evaluation was completed on march 08, 2022. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the posterior aspect. Additionally an area of missing material was observed within the shell wear, measuring approximately 0.8 cm x 0.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).